Event description:
Intervention (surgery) will be required to remove and replace a previously intact medical device that has been damaged. 20 to 25 year-old breast implant ruptured during the exam. Pt reported the issue to the mammography technician during the exam-urgently and emphatically. Near the beginning of the procedure, as the mammography technician positioned pt's breast for a view, they noticed that the compression exerted by the equipment was much more severe than they had experienced before. As soon as the technician returned to the room, pt said, 'this is not the same machine y'all used on me last year!' The technician responded, 'no, we just got it'. Pt said, 'I can tell-this one hurts a whole lot more.' Pt doesn't remember her response, if any. She went on with the procedure and pt cooperated fully although they groaned and grimaced when the compression was excruciating. Pt remembers about midway through the procedure, when the technician was arranging pt's left breast and applying powerful compression. They became alarmed with the pain and pressure. It felt as if their breast would burst. Pt immediately told the technician, in words to the effect 'it's pressing me so hard I'm afraid my implant is going to rupture.' Her exact words were, 'the machine is programmed not to compress your breast beyond a certain point.' She added a couple of more words to the effect. 'Don't worry'." Pt has learned that the mammography technician attended an augmented breast imaging continuing education class a scant nine (9) working days before pt's injury. That proximity seems relevant and pt believes it should be made part of this report. Pt does not yet know if this was her first training on the augmented views. Pt also has not yet discovered how many pts with breast implants this technician examined in that short period of time. In pt's opinion, since only about 4,000,000 women in the united states have breast implants, it is possible that pt may have been only the first or second pt with breast implants to be examined by this technician after she completed her training. About 10 days after mammogram, hospital notified pt's gynecologist to notify them that their mammogram showed a left breast implant rupture. With the recent death of pt's sister at age 41 from breast cancer, pt was stunned and depressed. Several weeks passed while they learned about alternatives to mammography, silicone breast implant ruptures and their medical consequences, and what actions they should take to preserve their health. Pt wanted to file two FDA complaints-one against facility and one against the MFR. From this point forward, pt encountered resistance from both the facility and the regulatory authorities they thought would be interested in their health. They had to fight to get them to inform the FDA of the injury. From pt's research, they have found that there are many women with implants of this age who have not experienced a rupture. They have also found that ge medical systems, in their FDA sensographe dmt+ system mammography submission labeling, lists under device contraindications "none". Hospital was obviously aware of the age of pt's implants since they filled out an info form on both of the mammograms they had here. Pt was never informed by hospital that the age of their implants put them at risk of rupturing during the mammography procedure. With a ruptured implant, pt now has a direct exposure to silicone and the long-term effect of such exposure is unknown. It is pt's belief that mammography on pts with breast implants represents a clear risk of breast implant rupture and should be clearly stated as a risk of the procedure for the 4,000,000+ women with implants in the united states. After understanding how a maximum force of 45 pounds can cause higher internal pressures for small breast implants like mine (300cc), pt now understands that they were at even greater risk than women with larger implants. Pt feels the very real fear women have of losing their breast or their life to breast cancer has resulted in a rush to mammography without counterbalancing the advantages against the potential risks of the procedure. Pt sees commercials on television almost every day where for-profit hospitals are promoting mammography without any info regarding any of the risks. Pt is now aware of those risks and believe the women of america also need to become aware. With the availability of less traumatic breast cancer screening alternatives such as MRI, ultrasound, ductal lavage, etc. Pt strongly believes there should be more emphasis on the risks as well as the rewards of mammography. Pt has had their last mammogram and will vocally advise other women to be cautious.